Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site and could not replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced and nothing has been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, as the site was booting the navigation system up, dynamic host configuration protocol (dhcp) was observed and the system would not boot up. The site reportedly shut down the system and rebooted. However, when attempting to load an image, the system became unresponsive. No patient was present when this issue was identified.